Event description:
On june 12, 2012, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported that a power cord was damaged. Please find additional contact information below. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).